Event description:
It was reported that as soon as the customer's device was powered on, the device would begin to analyze as though it were connected to a patient. This could inhibit the device from properly detecting or analyzing a patient if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control was able to reach the customer and arrange for their device to be returned to physio for examination. The customer was provided with a replacement device.physio-control evaluated the returned device and was unable to verify or duplicate the reported failure. Physio-control observed proper device operation through functional and performance testing.the cause of the reported problem could not be determined.

Manufacturer narrative:
(B)(4). Physio-control has reached out to the customer to have the device returned for evaluation; however the device has not been returned to physio at this time. Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.